Event description:
During a lateral entry femoral nail insertion procedure, the surgeon met resistance while removing the insertion handle. The surgeon reportedly pulled very hard and heard a "pop" sound and realized it was the small tooth on the insertion handle that broke off. The small tooth of the handle was retrieved. X-rays were taken and the results were negative of foreign bodies in the operative site and no harm to the patient was noted. The femoral nail was reportedly inserted with a back-up insertion handle which extended the case by 10 minutes. The surgeon was pleased with the results of the procedure.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.